Manufacturer narrative:
The reported event of noise and output anomalies was not confirmed. Device was received with battery voltage in the normal range. Electrical and mechanical tests indicated normal device functionality. Output verification, sensitivity threshold and capture tests were performed and it was able to sense and capture within the product specification. There were no device anomalies found that would have contributed to the issues reported from the field. Despite extensive efforts, output anomaly could not be reproduced in the lab. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a routine implant procedure. It was noted during the procedure once the pacemaker was connected to a lead that noise with inhibition occurred several times. The pacemaker was outside the body. The pacemaker was replaced. The physician suspected a sensing filter anomaly. There were no adverse consequences to the patient.